Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: dr. Has been using manta for several years and I was informed yesterday that he has had three recent instances of the bypass tube not going through the valve in the 18f manta. He has tried to pass the device through the valve and met with considerable resistance. Once he was successful with a second device through the same sheath (associated to this complaint tc# (B)(4) and once he had to open two additional devices to be successful (associated to another complaint tc# (B)(4). Both occasions he was able to close the femoral artery without incidence but had to delay the case in order to retrieve additional manta's. Additional information: the issue was identified during a tavr procedure. When advancing the bypass tube severe resistance was met and it would not entre the valve. The patient is reported as doing fine and there was no harm or consequence other than a delay in the closure.

Event description:
It was reported that: dr. Has been using manta for several years and I was informed yesterday that he has had three recent instances of the bypass tube not going through the valve in the 18f manta. He has tried to pass the device through the valve and met with considerable resistance. Once he was successful with a second device through the same sheath (associated to this complaint tc# (B)(4) ) and once he had to open two additional devices to be successful (associated to another complaint tc# (B)(4) ). Both occasions he was able to close the femoral artery without incidence but had to delay the case in order to retrieve additional manta's. Additional information: the issue was identified during a tavr procedure. When advancing the bypass tube severe resistance was met and it would not entre the valve. The patient is reported as doing fine and there was no harm or consequence other than a delay in the closure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed. No issues were encountered advancing or withdrawing the procedural sheath. Following the tavr procedure, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter into the hemostatic valve. No buckling or bending occurred to the bypass tube when resistance was met. The first manta device was removed, and the first manta sheath remained on the guidewire. A second 18f manta device was opened and deployed without issue. The patient did not experience any harm or health consequences other than the closure delay and outcome post-procedure was fine. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4) . We will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds (B)(4) as specified in capa00319.